Manufacturer narrative:
Evaluation completed: unable to verify the problem (spark emitted from handpiece). The themage tip had dielectric breakdown that could produce sparks from the themage tip. Further investigation is underway.

Event description:
The customer reported during a treatment around 100 pulses, a spark was emitted from the handpiece. They stated that the patient was not harmed in any way. Treatment was stopped.

Manufacturer narrative:
Manufacturing records showed all requirements were met. No harm to the patient was indicated. Service confirmed dielectric membrane breakdown of treatment tip. This damage was most likely burn-through of the flex circuit membrane during treatment tip evaluation. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Solta will continue to monitor complaint data to determine if there are any trends related to this failure mode. In addition, product design changes will be considered to further reduce the probability of a cracked rf trace, implementation of which will be conditional based on successful verification activities.